Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low and the pump alarmed no delivery. The customer¿s blood glucose was 54mg/dl at the time of incident. Blood glucose was now 80mg/dl and then it was 146mg/dl. The customer reported that had a set of problems, and had a no delivery message while they were getting blood sugar because they are coming back from low blood glucose. The customer gave them bolus. The customer gave themselves a 2.0 external syringe and then again this morning it was 152mg/dl. The customer received the no delivery at the time they gave themselves a bolus. The customer reported that the alarm did not occur during manual prime and the event was resolved by changing complete set. The customer declined trouble shooting for low blood glucose since it was because of the 2.0 units given by a syringe as well as the bolus in the pump. The customer took glucose tablets afterwards to treat it. The insulin pump will not be returned for analysis.